Event description:
It was reported, the light source had power blinking and switch from the main lamp to the spare lamp. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Corrected fields: e2/e3 (inadvertently missed), g2 (selection missed). The device was returned for investigation and the customer's reported issues were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined as the reported events were not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using another similar device.